Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened while on tissue. There was no pt injury. The site contact was not able to provide additional details regarding the incident.